Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported the pump buttons were sticky and some delay in response. No further details were provided. Troubleshooting was not performed as the customer does not pick up the call. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the pump. The pump will not be returned for analysis.